Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that a hair was packaged in the sealed kit is inconclusive due to the sample condition. One 4 fr s/l groshong PICC kit was returned for investigation. Both the outer and inner trays had been opened and the outer tyvek lid was taped to the outer tray. After opening both the outer and inner tyvek lids, no hair was observed in the tray, but a 3.4cm dark hair was observed on the inside surface of the inner tyvek lid. A 1.3cm dark hair was stuck to the tape that was used to tape the outer tyvek lid to the tray. The catheter was outside its designated location within the tray. Two sets of connectors were returned in the tray. One connector set had been removed from its kit. Due to the condition of the sample, it could not be verified that the hair was contained in the kit at the time the tray was opened. A review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing and packaging activities. A lot history review (lhr) of rebq2196 showed no other similar product complaint(s) from this lot number.

Event description:
During the preparation of catheterization, after opening the product package, it was found that there was a hair under the fixed wing package. A new device was used to complete the procedure. There was no patient involvement.